Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches and memory loss issues for the last 6 months. The patient did report to receive medical intervention and was hospitalized for the headaches. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 29, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches and memory loss issues for the last 6 months related to a CPAP device's sound abatement foam. The patient did report to receive medical intervention and was hospitalized for the headaches. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device, observed unknown dust contaminant on bottom enclosure, blower, blower seal, inlet on blower box, and the bottom of the blower box. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. There was no evidence of sound abatement foam degradation. Has been updated in this report.